Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient experience a suspected infection at their implantable neurostimulator (ins) implant site. As a result, the patient was given oral antibiotics and underwent an exploratory procedure on (B)(6) 2017. Cultures were taken and came back negative for infection. Patient's therapy was turned back on.